Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: flat crease. Leak test and microscopic analysis were performed which identified: device no leakage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: the device was found intact and functional. Wrinkles (creases) are observed but have no relationship with manufacturing.

Event description:
Healthcare professional reported a right side deflation, "creases" and "particles in valve". Device has been explanted.